Manufacturer narrative:
Additional information (27-sep-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Instrument data showed that no patient sample was presented in the loci vessels when the samples were processed. Hsc also observed that the dimension exl with lm system gave an error code 61, "cuvette wheel cannot find position" after several warnings that the film canister was running low. The photometric tests running for the affected patient samples were aborted when this error occurred. Hsc concluded that the falsely depressed loci thyroid stimulating hormone (tshl) patient sample results were caused by a series of events beginning with the cuvette film not being replaced after the initial warnings occurred and an incomplete follow up to the cuvette wheel error. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00259 was filed on 22-sep-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely depressed loci thyroid stimulating hormone (tshl) patient sample results obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Three (3) discordant falsely depressed loci thyroid stimulating hormone (tshl) patient sample results were obtained on a dimension exl with lm system. The falsely depressed results were reported to the physician(s) who questioned the results. The same samples were reprocessed on the same dimension exl with lm system and higher tshl results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci thyroid stimulating hormone (tshl) results.